Event description:
It was reported the programmer would not identify a device. The programmer rf (radio-frequency) head was changed, with no success. A connector issue was suspected, due to troubleshooting attempts. In addition, there was no communication with an external printer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the programmer would not identify a device, unless the connector was pushed down. This was found to be due to a loose rf (radio-frequency) head connector on the lem (link electronics module) circuit board. It was also confirmed that the programmer would not communicate with an external printer, and an error message occurred when attempting to run the programmer log. This was determined to be a software problem, and reloading the software resolved the issue.